Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and no errors were observed. The reported event of an error icon display was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed a error. 121. There was no report of injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on 02/28/2017. The complaint of error icon was not confirmed. A root cause could not be determined. No product was returned for evaluation.